Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received for investigation five presentation boxes containing packages of product part and lot number. The customer also provided a picture. Visual inspection of the hypodermic needles did not reveal any defects or anomalies. It was stated that the color of the needle protection device was incorrect and that the product they ordered was for the needle hypodermic safety 23g 25mm (1") blue pro c500-065/ptx . It is not clear what the customer identified as product code c500-065/ptx. Fifteen samples were removed from the packages (stratified through all presentation boxes) and the needle cannula length and gauge were verified. The length measurement was one inch, and the needle gauge was confirmed to be a 23g. Product # 4290 uses needle component (ne482) and needle-pro (mp836) which is a smiths medical legacy needle-pro luer lock device. The two components can be separated at the luer connections. All legacy needles have an orange needle-pro with varying-colored needle hubs to reflect the cannula length. Additionally, the tyvek package design created by smiths medical has a color code on the printed material which corresponds to the needle hub and the presentation box label has a stripe on it which correlates to the color on the needle hub. Based on these findings, this complaint could not be confirmed. No further action will be taken at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product received does not match the purchase order description. The order was for needle hypodermic safety 23g 25mm (1") blue pro c500-065/ptx and orange ones were received. Additionally, the needles received are packed in incorrect packaging with details of blue needles - 23g, but orange have a 25g. There was no patient involvement.